Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: stryker liner event: this was used in conjunction with depuy product in this patient

Event description:
Patient was revised to address a dislocation.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other dislocation incident(s) against the provided product/lot combination(s) since release for distribution. Depuy has received information stating that the depuy head was used in conjunction with a competitor liner, which was cemented into another competitor cup. This is off label use of the depuy device. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.